Manufacturer narrative:
Skin infections and abcess are well known and described adverse reactions following dermal filler injections. They are caused by a lack of asepsy of the injection environment (see comments section for bibliography). Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of our products. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
This event happened outside of the u.s., in (B)(6). According to the received information, two weeks after the injections of teosyal rha 3 and teosyal rha 4 in the nasolabial folds and the tear through, the patient presented with a localised infection in the lower left marionette lines area. The intensity is reported severe. Patient was treated immediately with fluoxicillin 500mg 4x daily over the course of 7 days.